Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left comon femoral artery was attempted with a prostyle device after an carotid artery stenting interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Additionally, the suture was tangled. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported tangled suture was not confirmed based on the returned device condition. The reported needle to cuff miss was observed as link detachment and the posterior needle tip with posterior cuff caught in the posterior foot pocket. Cine images were provided and reviewed, the media did not confirm the reported event as the actual deployment cannot be seen and would not expect to be recorded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The returned device condition indicates the plunger may not have been fully depressed flush with the handle body due to interaction with the patient tissue such that the posterior needle and cuff were not blown through the posterior foot. The observed link detachment subsequently occurred during plunger retraction due to resistance encountered as the posterior needle tip and cuff remained in the posterior pocket. The reported tangled suture was not confirmed based on the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.